Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient felt a shock when they walked by a roomba vacuum, and when asked if the shock was the deep brain stimulation system or the roomba, the patient replied that they think it was due to the roomba. Patient synced with the patient programmer (pp) and stimulation was on. They asked if getting shocked by a roomba was dangerous and information was reviewed. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the issue had been resolved.